Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced an access site complication and subsequently expired. Post procedure, same day of implant, the patient developed moderate oozing at the access site, which was resolved with resolved after manual pressure and revision of the suture. Consequently, the patient required two units of packed red blood cells (prbcs). The patient is coagulopathic due to liver dysfunction as well. Staff and the physician agreed filling pressures are too low and hopes after the prbcs are infused, the impella flow will be able to be increased. Additional information noted the family opted to withdraw care for the patient, and the patient quickly expired off support. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome (patient's demise).